Event description:
Additional information received reported that the patient just wanted the ins removed and didn't care about taking out the leads, but had been unable to find a doctor that would remove the ins. The patient was provided with a possible doctor and planned to call to see if he could get an appointment.

Event description:
It was reported that the patient's device had rode up where to his waist line and was consistently rubbing and painful. The skin around the stitches was inflamed and red. The neurostimulator began to poke through the skin, and the patient stated that he needed a doctor to relocate or remove the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).